Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on (B)(6) 2020, that the customer's freestyle libre reader would not turn on with either button press or test strip insertion. On (B)(6) 2020, the caregiver reported that due to the replacement reader not having yet been delivered, the customer experienced a medical event. The customer experienced tremors and loss of consciousness, and was taken to hospital where treatment of insulin was provided. There was no report of death or permanent injury associated with this event.